Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked near the end of a 24 hour infusion with paclitaxel. One drop of the medication leaked at the tip of the vent at the top of the set near the spike, and the filter within the vent appeared to be damp. The paclitaxel was being infused via a sigma spectrum pump at 42.8 ml/hour and was initially hung the day prior to the event onset. There was no patient injury or medical intervention associated with this event. No additional information is available.